Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the biomed team tested the system and was unable to duplicate the issue. It was reinstated for clinical use. Zoll service was not requested.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During the maintenance phase of ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error. The thermogard system had been in run mode for approximately 10 hours before the reported issue. Another thermogard system was used to continue the therapy. No consequences or impacts on the patient. The tcmid:05 error was not duplicated when the biomed tested the system.